Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for return of the fenestrated bipolar forceps instrument for failure analysis evaluation. As of the date of this report, isi has not received the instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An isi field service engineer (fse) investigation has been completed. The erbe was replaced by the fse as a safety precaution to correct reported problem. The system was tested and verified as ready for use. A review of an provided image by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, in the image, the fenestrated bipolar forceps instrument appears to have some thermal damage on the yaw pulley at the base of the grips.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the fenestrated bipolar forceps instrument sparked while bipolar energy was activated. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) after the fenestrated bipolar instrument sparked and caught on fire inside of the patient. The surgeon confirmed the instrument was not holding onto any tissue, and there was no reported tissue damage. When the event occurred, the surgeon had activated the bipolar energy which was on setting 6, and the tip of the fenestrated bipolar instrument created a ¿ball of flame¿ inside the patient. The surgeon then released the bipolar pedal at the surgeon side console (ssc) and the spark went out. The plastic portion of the instrument wrist was melted and black, and the tips of the instrument looked charred. The surgeon obtained a new fenestrated bipolar instrument and continued the case as planned. The patient is stable. It was confirmed there was no damage to the blue bipolar cord and the cord was plugged in correctly at both ends.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis was performed and the following additional findings were noted. The instrument passed continuity testing and exhibited no damage from an internal source. There is no indication that the instrument malfunctioned. The instrument was found to have thermal damage to the outside of one of the bipolar yaw pulleys at the base of the grip. As a result, the electrode was exposed. Energy delivery was tested and confirmed to pass. Review of the instrument logs found that the fenestrated bipolar forceps (fbf) instrument was in use and controlled by the left master tool manipulator (mtm) at the same time as a monopolar curved scissors instrument that was controlled by the right mtm. A review of the advanced instrument log events indicates that in the final minute of the fbf instrument's installation, monopolar energy was activated on the mcs, followed by bipolar energy activated on the fbf, followed by an additional monopolar activation while the fbf instrument was removed from the universal surgical manipulator arm. The probable root cause of the fbp "spark and flame", and the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during robotic assisted supracervical hysterectomy for uterovaginal prolapse, the robotic fenestrated bipolar removed from the sterile field sparked fire when it was in the patient abdomen during surgery. The char was seen at the base of the instrument tip. A new robotic fenestrated bipolar was replaced and the surgeon completed the procedure. No tissue burn was seen in the abdomen." Isi received the integrated electro surgical unit associated with this complaint. Failure analysis could not confirm the reported event. The unit energized and cauterized all ports and recognized instruments. Isi also received the fenestrated bipolar forceps instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.